Event description:
Physician reported, "buckle of lapband broken, band removed".

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the status of the device, event date, pt data, and history has been requested. Device labeling addresses the possibility of buckle disengagement or breakage as follows: "the use of individual laparoscopic grasping forceps could result in damage to the belt, inflatable shell, tubing, or buckle. Damage could result in immediate or eventual device failure." Warning: "failure to secure the band properly may result in subsequent displacement and necessitate re-operation." Caution: "failure to use an appropriate atraumatic instrument, such as the lap-band system closure tool, to lock the band may result in damage to the band or injury to surrounding tissues." "The manufacturer of the lap-band ap adjustable gastric banding system has designed, tested, and manufactured it to be reasonably fit for its intended use. However, the lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure, and normal wear and tear. In addition, the lap-band ap system may be easily damaged by improper handling or use."